Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and forwarded to bayer on 04-aug-2016. At insertion, blood loss during insertion, placement painful, complication of device insertion were reported. After that, an unspecified date the consumer experienced pain in abdomen, increase or heavy blood loss during menstruation (heavier menstruation), irregular bleeding or breakthrough bleeding, blood loss during coitus, pain during ovulation, pain during coitus, head pain, joint pains especially in the fingers, hands and wrists (arthralgia), tiredness, mood swings or emotionally out of balance, swollen abdomen, fungal infection, and excessive sweating. Consumer tried to limit the effect on her daily life as much as possible. She goes to bed earlier. On an unspecified date an echo was performed, the result is unknown. Consumer's outcome was reported as not recovered. Unspecified medication was provided as treatment. Treatment planned included: removal of essure. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced blood loss during insertion (seen as procedural bleeding) and pain in abdomen. Essure removal was planned. These event are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow up information was received on 09-sep-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no (B)(4) can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2016 for the following (B)(4) preferred term: abdominal pain. The analysis in the global safety database revealed 725 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced blood loss during insertion (seen as procedural bleeding) and pain in abdomen. Essure removal was planned. These event are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.